Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). G4 PMA / 510k (premarket numbers)- please ignore as we do not have this information currently.

Event description:
It was reported that a skin reaction had occurred. On (B)(6) 2025, it was reported by the customer that a skin reaction occurred. They indicated, ¿I have got an infection I need help asap.¿ no other symptoms were reported. The sensor was inserted on (B)(6) 2025. No information was provided on sensor location. The customer answered the harm/medical intervention question as ¿yes.¿ there was no information provided to indicate any specific treatment, or specific medical intervention by a health care professional (hcp) or serious injury. No further event details are available because the consumer had not logged in and did not provide contact information. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.